Manufacturer narrative:
(B)(6) (B)(6) 2022 based on the feedback of the provided information from fse, the reported allegation is currently being classified as a non-reportable issue. Investigation summary: problem statement: it was reported to philips that the customer wanted a technical guidance. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no, there was no patient involvement. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no, there was no adverse event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Yes, no, unknown. If no or unknown, provide explanation) no, there was no adverse event. Complaint evaluation the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed due to the user was not familiar with the operation. Customer resolution and conclusion the user was not familiar with the operation of device on the device. The fse instructed the user on the operation to resolve the issue. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the device was inoperative. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.